Event description:
Two weeks after having essure coils implanted, I experienced severe nausea, lower abdominal pain, bloating and bleeding. These symptoms continued until I had the coils removed on (B)(6) 2014. Once the coils were removed, all of these symptoms disappeared.